Event description:
It was reported that this inflatable penile prosthesis (ipp) had a saline leak near the tube, the patient had the ipp replaced with a tactra penile prosthesis no patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had wear at a fold in the proximal end of the cylinder. This cylinder had a hole/tear in the outer tube in the proximal end of the cylinder from a sharp instrument. This cylinder had broken fabric threads, a hole in the inner tube, and a leak from a sharp instrument in the proximal end of the cylinder. The second cylinder had wear at a fold in the proximal end of the cylinder. This cylinder had a hole/tear in the outer tube in the proximal end of the cylinder from a sharp instrument. This cylinder passed the leakage test. Both rear tip extenders (rte) passed visual inspection and there were no visual damages or abnormalities found. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) was worn to the filament. The pump passed the leak test. The pump did not pass the deflation test or activation test. The allegation of fluid leak was unable to be confirmed. Based on the information available and analysis results, the reported clinical event of fluid loss was unable to be confirmed. However, it can be concluded that pump failure was the most probable cause of the complaint, and the cause was traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis had a saline leak near the tube, the patient was expected to undergo a replacement surgery. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a saline leak near the tube. The patient had the ipp replaced with a tactra penile prosthesis. There were no patient complications.